Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/17/2018, the customer indicated that she developed mastitis at the end of (B)(6) and again on (B)(6), for which she was prescribed an antibiotic, which she was still taking. She indicated that the replacement pump was working without issue and the redness, pain, and fever associated with mastitis were resolved; however she still had hardened areas in her right breast. The device was returned with the customer's parts and accessories and was evaluated on 07/30/2018. The device failed suction and cycle specifications. The pump was then evaluated with a medela lab kit and passed suction and cycle specifications. The customer's kit was reassembled and used to test the device and the device passed suction and cycle specifications with the reassembled kit. Refer to attached evaluation report. The customer's report of low suction was confirmed and can be attributable to improper assembly of the connectors (refer to picture in attached evaluation report). Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her freestyle breast pump had intermittent suction issues. She additionally alleged that she had mastitis twice while using the pump, as well as clogged ducts.